Event description:
A malfunction was reported on the pump after it was dropped into the pool. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump to be sent to the customer, who was advised on how to proceed with the new pump and the return of the malfunctioning unit.